Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position/difficult to remove (guide wire resistance) were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middle-weight (bmw) elite; guide catheter: 6 french cordis xb 3.5. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The balance middle-weight elite guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the xience xpedition stent delivery system (sds) reached the predilated, very tortuous, mildly calcified target lesion in the distal left anterior descending coronary artery (lad). The physician noticed that the balance middle-weight (bmw) elite guidewire moved with the sds, but was able to deploy the stent without issue. The stent appeared well apposed to the vessel. The sds was deflated, but the sds could not be removed from the guidewire; therefore, both devices were removed together as a single unit. There was no reported clinically significant delay in the procedure and no reported adverse patient effects. There was no additional information provided.